Manufacturer narrative:
Pending eval with doe: h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2026, the patient had a disposable implantable drug delivery device (idd) catheter in place. (B)(6) 2026, 4:00 pm: while receiving an infusion of fluorouracil and saline, the patient reported leakage from the port. Assessment revealed leakage at the connection between the port and the positive-pressure connector, with approximately 4 ml of fluid lost. Chemotherapy infusion was immediately suspended; the patient¿s clothing was changed, and the skin was cleaned. The attending physician was notified. Following medical orders, the port needle was removed and the device was preserved. The intravenous therapy team was notified to perform a reinsertion. No other adverse effects were observed in the patient.